Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
Ventec received a copy of a medsun report, FDA form 3500a, which stated the following: "patient was noted to be "desatting" per the phillips monitor. The vocsyn [sic] had a black screen that flashed on and off. It began giving breaths to the patient on its own. The fio2 [fraction of inspired oxygen] boosts were being given 8n [sic] the 70s and 80s then within one minute it would resolve on it's own and go back to the fio2 of 24%. The machine was taken out of service." Ventec followed up with the initial reporter and was provided with the following additional information: "blank screen flashed on and off. The fio2 boost was resolved on its own, and fio2 returned to 24%. Rt was unable to increase fio2. Breaths were provided while screen was still flashing. The ventilator was taken out of service, and another ventilator was used." The exact date of the reported event was not reported in FDA form 3500a ("(B)(6) 2025"), however, during a subsequent follow-up with the initial reporter it was identified that there was one documented entry in the patient record on (B)(6) 2025 where their rn had noted their oxygen saturation level was 84%. There was no patient harm as a result of the reported issue, however, the situation necessitated medical intervention to prevent permanent impairment/damage to the patient.